Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, voluntary sterilization.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary problems, dyspareunia, infection, and bleeding.